Manufacturer narrative:
Through a legal claim, a complaint was received stating right hip bhmh revision surgery was performed due to tissue growth and blood cobalt value of 41.4. Patient died because of postoperative complications on (B)(6) 2016 which led to his death. As of today, device return and additional information has been requested for this revision complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Due to lack of data on the specifics of the case (currently alleges tissue growth (unspecified) and blood cobalt level of 41.4 with no units provided), no further medical or complaint investigation into this particular claim can be made. No medical information has been received, nor were the details of any complications that allegedly led to the patient's death. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Revision surgery performed on right hip due to tissue growth and blood cobalt value of 41.4. Patient died because of postoperative complications on (B)(6) 2016.

Manufacturer narrative:
A monoblock head ((B)(6)) and bhr cup ((B)(6)) were received for investigation following right hip revision surgery due to tissue growth and elevated test levels. It was reported that the patient died because of postoperative complications on (B)(6) 2016. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. A review of the complaint history for the head / cup / stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup, head and stem. The production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Due to the reported death following revision surgery, a previous review of this case alongside the bhr design risk file was performed, and determined that no risk file amendments are required at this time. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing surface of the head. Fine scratches were noted on the bearing surface of the cup. Surface texture changes were observed on the internal head taper. Wear analysis was performed to review linear wear on the bearing surface of the modular head and bhr cup. The wear images identified a wear patch on the bearing surface of the head and a wear patch on the bhr cup that indicates edge loading. The maximum linear wear for the head was 43.7m and volumetric wear was 21.2mm3. The maximum linear wear for the bhr cup was 60.2m and volumetric wear was 2.8mm3. The combined maximum linear wear for the head and cup was 103.9m and volumetric wear was 24mm3. Measurement of the vertical straightness profile of the internal head taper showed material loss to a maximum depth of 9.5m. Based on historic wear data, after 6.4 years in vivo, the measured combined linear wear is higher than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. Material loss was measured on the internal taper of the head. The available medical documents were reviewed. Although the elevated cobalt and chromium, joint effusion and adverse tissue reaction may be consistent with pseudotumor and metallosis, the root cause cannot be confirmed though the report of edge loading cannot be ruled out, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patients¿ history of chronic renal failure, hypokinesis, moderately restricted left ventricular systolic function; aortic valve insufficiency and pulmonary hypertension cannot be ruled out as contributing factors to the patients ¿postoperative complications¿ and subsequent patient death. Based on the available information, the root cause of the postoperative complications and patient death cannot be concluded and based on the information provided; it cannot be linked to a failure of an s+n product. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed (B)(6) 2016 due to tissue growth and a blood cobalt value of 41.4 (units of measure unknown). Patient subsequently died following postoperative complications on (B)(6) 2016.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
A monoblock head (74121350, 52188) and bhr cup (74120156, 098880 sn (B)(4)) were received for investigation following right hip revision surgery due to tissue growth and elevated test levels. It was reported that the patient died because of postoperative complications on (B)(6) 2016. Device history record review confirmed that all released parts met specifications applicable at the time of production. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing surface of the head. Fine scratches were noted on the bearing surface of the cup. Surface texture changes were observed on the internal head taper. Wear analysis was performed to review linear wear on the bearing surface of the modular head and bhr cup. The wear images identified a wear patch on the bearing surface of the head and a wear patch on the bhr cup that indicates edge loading. The maximum linear wear for the head was 43.7 m. The maximum linear wear for the bhr cup was 60.2 m. The combined maximum linear wear for the head and cup was 103.9 m. Measurement of the vertical straightness profile of the internal head taper showed material loss to a maximum depth of 9.5 m. Based on historic wear data, after 6.4 years in vivo, the measured combined linear wear is higher than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. Material loss was measured on the internal taper of the head. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices have been returned to the legal representative.